Event description:
A malleable device was implanted in 1993, day not provided. The entire device was removed from the pt and replaced due to infection and perforation of corpus cavernosum, date not indicated. Co has additional information.